Event description:
The lead was explanted due to a report of loss of sensing and capture. Explant method: intravascular, superior technique/tools: direct traction with locking stylet no complications.